Event description:
During a patients IV fluid bolus pump shut off without alerting rn, rn noticed bolus was not progressing and noted pump was off. Attempted to turn back on and pump shut off again. Rn took pump out of service.